Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. The reported off-label use could not be replicated in a testing environment. Additionally, the steerable sleeve was observed to be cracked and the gripper cover appeared to be bulky/loose. The gripper lever assembly tabs were observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue.based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. The reported off-label use was associated with the use of a mitraclip device on the tricuspid valve. The observed cracked steerable sleeve was likely due to post-procedural circumstances. The cause of the observed broken gripper lever subassembly tabs and bulky gripper cover were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4115 device discarded. Codes added: component code: 772 cover, 839 housing, 4723 sleeve. Type of investigation: 10 testing of actual device.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional tricuspid regurgitation (tr) grade unknown. Xtw (lot: 41115r1122) was chosen for implant. In the left atrium, one of the gripper would not lower during independent actuation. The device was removed and outside of the anatomy the issue persisted. A replacement device was used to completed the procedure. The procedure ended with two xtw clips implanted, reducing tr to trace. There were no patient consequences or clinically significant delay reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single gripper actuation issue was unable to be determined. The reported off-label use was associated with the use of a mitraclip device on the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling.